Event description:
As reported, the balloon of a mynx control vcd 6f7f was ruptured when the user tried to retract the device. The procedure was completed using manual compression for approximately two minutes. There was no reported patient injury. The procedure was a percutaneous coronary intervention (pci) using a retrograde approach. The device was stored and prepped as per the instructions for use (IFU). The user is mynx certified. The device was used with a 6f non-cordis sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the vessel. The user retracted the device until the black line in the tension indicator aligned with the markers on the side. The device will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2106801 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a mynx control vcd 6f/7f was ruptured when the user tried to retract the device. The procedure was completed using manual compression for approximately two minutes. There was no reported patient injury. The procedure was a percutaneous coronary intervention (pci) using a retrograde approach. The device was stored and prepped as per the instructions for use (IFU). The user was mynx certified. The device was used with a 6f non-cordis sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the vessel. The user retracted the device until the black line in the tension indicator aligned with the markers on the side. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The procedure sheath was locked on to the sheath catch. The sealant remained in the manufacturing position, exposed to blood. The syringe was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 4 mm from the balloon neck was revealed. A product history record (phr) review of lot f2106801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 4 mm from the balloon neck. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use devices that do not maintain balloon pressure. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.